Event description:
The product was sent to us for examination on 08/25/2020. The investigation is done.

Manufacturer narrative:
New informations are available: d10 was updated. Patient information: age: 1 years, weight: 9 kg, height: 78 cm, gender: unknown, date of implantation: on (B)(6) 2019, date of removal: on (B)(6) 2020. Diagnosis according to the questionnaire: unknown. Description of product upon intake: the valve was received submersed in an unidentified liquid in the provided returnkit. The following products were submitted for return: progav®. Pediatric prechamber. Opening pressure upon intake: at the time of intake, the progav® showed a pressure setting of 5 cmh2o. Investigation: the following section describes, in detail, the method and the results of the investigation. Visual inspection: in the first step of our investigation, we performed a visual inspection of the product. We have checked for possible damages, deformations of the housing or other abnormalities. The following observations were made during the visual inspection: except for visible deposits both inside and outside the pediatric prechamber, no defects could be detected. Measurement of surface of the housing: to verify if a deformation (visible or not visible) had an effect on the plane-parallelism of the housing surface, this was measured using a dial gauge. Despite the fact that no visible deformation was detected in the optical test, the measurement of the plane-parallelism shows that the housing membrane is out of tolerance with a value of -0.0320 mm (tol. 0 ± 0.02mm). Too much pressure on the valve, for example through the adjustment tool or resulting from a fall or hit to the head of the patient, can compromise the integrity of the valve. Permeability test: to check if the progav® is blocked, we have performed a permeability test on the system. This test is carried out with the product in the horizontal position with a hydrostatic pressure difference of approx. 30 cmh2o in the direction of flow. The test showed that the progav® and pediatric prechamber is permeable. Adjustability test: we have investigated whether the progav® can be successfully set to each specified pressure setting. Thus indicating whether the valve(s) are fully adjustable within the full range of specified pressure settings ( in increments of 5 cmh2o). The progav® was found to be not fully adjustable to specifications. Braking force and brake function test: the braking force and brake function test investigates whether the braking function of the adjustable valve(s) is present and how much force must be exerted on the housing to release the rotor to adjust the valve(s) using the integrated magnet of a specific measurement apparatus of braking force. The braking force test indicates that the brake function of the progav® is present. Due to the non-adjustability of the valve, as detailed in section 7.5, an investigation of the braking force was not possible. Internal inspection of product: in order to verify whether the investigated valve was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valve. After dismantling of the valve, clearly deposits were found in progav®. Results: based on our investigation, we are able to substantiate the claim of "non-adjustability". We are assuming that the deposits detected within the valve have caused the functional impairment. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. We can exclude a defect at the time of release. The products met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Manufacturer narrative:
Patient height: 78 cm. Manufacturing site evaluation: waiting for samples, investigation as soon as the product is available. Additional information as a follow-up report will be submitted.

Event description:
It was reported that there was a problem with a progav valve. The reporter pointed out that after 8 months and 3 days, the valve could only be adjusted in the pressure range from 5 to 6 cmh2o. Patient information: age : (B)(6). Weight:(B)(6) kg. Hight: 78 cm. Gender: unknown.